Manufacturer narrative:
(B)(4). D10: 11-363660. Item name: 36mm cocr mod hd - 6mm. Lot# 899020. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure one week post implantation due to fall where the patient went to sit on a chair, missed the seat and landed on their buttocks resulting in a femoral fracture. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. A periprosthetic fracture is a break in the bone near or around the site of an implant. During the joint replacement surgery, a series of events occur which compromises the integrity of the long bones around the joint which include reaming, rasping, irrigating, impacting, and drilling. The implant is then inserted and secured into these bones either by cement, press-fit force, or bone matrix integration which can take varying amounts of time to become secure in the bone. As the bone is healing, it is more susceptible to damage and fracture from external trauma such as a hit, fall, or weight-bearing forces. As the complaint indicates the patient experienced a periprosthetic fracture when they fell on the floor from missing the chair while trying to sit and landed on buttocks causing the femoral fracture 7 days postoperatively, it can be expected the patient would require additional medical and/or surgical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.